Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a hematoma evacuation procedure where cautery was used. The implantable cardioverter defibrillator (ICD) device recorded episodes of possible electromagnetic interference (emi) during the procedure. The device remains in use. No patient complications have been reported as a result of this event.